Manufacturer narrative:
Medical device problem code 1494 - indication for use the device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The pre-close technique was not used when closing with a sheath greater than 8f. It should be noted that the electronic prostyle instructions for use (eifu), states: for arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the eifu deviation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle after a thrombectomy procedure with a 9f sheath. No pre-close technique was used in a large-hole arterial puncture site. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.